Manufacturer narrative:
The device has not been explanted. If it shold be explanted, it is to be returned to the manfuacturer for evaluation. When available, a device failure analysis will be submitted as follow up report.

Event description:
It was reported that the pt's left implant stopped functioning. The pt is bilaterally implanted.